Manufacturer narrative:
The product has been received and follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.